Event description:
Attorney alleges patient "has suffered injuries as a result of having been implanted" with sprint fidelis lead. Further alleges patient "experienced inappropriate shocks as a result of the lead(s)." The attorney also alleges a count for medical monitoring and wrongful death. Review of manufacturer and public database unable to verify patient death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received.